Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each used to draw water, and no issues were observed relating to insufficient flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd preset¿ arterial blood collection syringe, the device experienced insufficient blood flow through device. The following information was provided by the initial reporter. The customer stated: after connecting the arterial blood collection device, the plunger stopper was found to be too loose and there was no blood return, and the arterial blood collection failed. On (B)(6) 2021, the return visit by phone was due to improper operation by the operator, and the hole stone could not achieve the sealing effect without contact with blood. At this time, it is certain that the blood cannot be drawn. Introduced the correct use of our products to the customer in detail, and the customer expressed acceptance.